Event description:
On (B)(6) 2000, the patient underwent placement of a greenfield inferior vena cava (ivc) filter. On (B)(6) 2019, a computed tomography (CT) scan stating the filter had migrated with the proximal tip seen 3mm beyond the ivc wall. It was also noted that all tines have penetrated the ivc. Three of the filter tines have penetrated the ivc wall and the small bowel. These three tines are seen within the transverse portion of the duodenum consistent with bowel perforation. Additionally, there was 4 degrees of tilt of the filter.

Event description:
On (B)(6)2000, the patient underwent placement of a greenfield inferior vena cava (ivc) filter. On(B)(6)2019, a computed tomography (CT) scan stating the filter had migrated with the proximal tip seen 3mm beyond the ivc wall. It was also noted that all tines have penetrated the ivc. Three of the filter tines have penetrated the ivc wall and the small bowel. These three tines are seen within the transverse portion of the duodenum consistent with bowel perforation. Additionally, there was 4 degrees of tilt of the filter.